Event description:
It was reported that pump battery depleted too quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, so no troubleshooting was performed and battery depletion allegation could not be confirmed, and no additional information was received regarding the outcome of the event.